Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. As the sample was not returned for evaluation, a device analysis could not be performed. The cause of the reported iipv event could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv) event (indicates that the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) during cycle five of five. The hp had a drain volume of 3983ml and a fill volume of 2400ml. The initial drain volume was 0ml and the initial drain alarm was set to 0ml. The nurse reported that they have reviewed the patient¿s therapy settings and believed the iipv was actually due to hp¿s position during drain. The nurse further explained that if the hp moved or stood up during the drain, they ended up having a proper drain. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.